Event description:
It was reported, the pt is not receiving effective stimulation. A sjm rep was unable to reprogram the pt's scs system due to the system not being charged. Additionally, the pt's scs system has been scheduled for explant due to the pt needing to have an MRI of her head. F/u identified the pt's scs system was explanted.

Manufacturer narrative:
Eval: results: no alleged failure to meet specification, elective removal, therefore no electrical testing and no DHR was performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.